Event description:
A customer reported diffuse lamellar keratitis in the right eye of a patient, after lasik surgery. A cas reported dr. (B)(6) informed erin of a patient with plus one diffuse lamellar keratitis right eye only, patient was seen for there first post operation visit and showed plus one diffuse lamellar keratitis. Patient was 20/15. Left eye had no issues. Dr. Stahl increased classification of drugs and patient was seen again yesterday and had decreased to trace dlk. Patient still had 20/15 vision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The treatment was finished without any technical issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Root cause for the customer¿s reported event could not be determined conclusively, however occurrences of diffuse lamellar keratitis are a known complication of lasik and other refractive surgeries; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).